Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose unknown mg/dl. Customer stated they did receive a low battery alert prior to the off power alert. Customer stated it was less than 24 hours from the low battery alert to off no power alert. Customer stated that this is second time occurence of same issue. The customer was advised that the device would be replaced. The customer was advised they may continue to wear insulin pump until replacement arrives if they insert new battery.

Manufacturer narrative:
The insulin pump was received with high stop idle current due to short at the lcd driver board. No unexpected off no power alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.